Event description:
It was reported, the video system center power suddenly went off. It then started up automatically but was deemed unstable. The issue occurred during procedure. It was replaced with a similar device and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. . Corrected fields: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not replicated. Based on the results of the investigation, olympus assume that the insulated transformer of wm-np2 trolley used in the combination was disconnected from the power source, and that the power source was turned off, turned off, or became unstable. However, is not possible to establish a root cause. Olympus will continue to monitor field performance for this device.